Event description:
It was reported that the avalon us transducer was not produced sound when the transducer was plugged in to a fetal monitor. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips biomedical technician (bt) performed functional tests based off of the service manual to verify functionality. A toco transducer was used for testing prepose on a fetal monitor and found no issues with the device. Noise was captured and readings were provided. The bt also compared the device with another us transducer and found the device was working the same way, no issues were found with device. The device was found to be functioning as expected. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.